Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still is process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. It is know that the device was used in surgery. It is known that no injuries or medical intervention was reported. The date of the event is unknown. There was no additional information provided.